Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by abdominal cramping and cloudy effluent. The cause of the peritonitis event was unknown. On the same day, the patient was treated with cefazolin (1gram in 24 hours, ip) for peritonitis. It was not reported if the hp was hospitalized for the event. Eleven days later, treatment with cefazolin was discontinued. At the time of this report, the patient was recovered from the peritonitis event. Pd therapy was ongoing. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).